Event description:
Additional information was received that x-rays of the driveline were taken that revealed a visible kink in the driveline beneath the pump. The driveline power fault was active and was permanently suppressed. The pump was exchanged on (B)(6) 2024. The implantation went well and the patient was recovering.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline communication fault and driveline power fault alarms. Evaluation of the returned heartmate 3 left ventricular assist system (lvas) confirmed damage to the internal driveline wires, and the damage contributed to the cause of the alarms. (B)(6) was returned assembled with the pump cable cut approximately 1.5¿ from the pump header. The distal portion of the pump cable (including the inline connector) was returned measuring approximately 25¿ from the pump inline connector. Two modular cable were returned for evaluation. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft hardware. The cuff lock fully engaged, and the apical cuff was not returned with the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual and microscopic inspection of the underlying wires revealed a breach in the insulation of the brown (pwr a), green (com a) and yellow (com b) wire of the 25¿ pump cable segment. The damage was observed approximately 16¿ and 17¿ from the pump inline connecter. Although a specific cause could not be conclusively determined, the observed wire damage appeared to be consistent with the events captured in the log file. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The pump cable was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the wires. The submitted log files captured driveline communication faults and driveline power fault alarms associated communication a and power a broken faults on 21dec2023. No other notable events were captured, and the pump appeared to function as intended at the set speed. The left ventricular assist device event and periodic log files retrieved from the returned device captured events consistent with the pump exchange. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, "introduction" provides an explanation of pump parameters. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide information on system controller alarms as well as how to respond to each alarm condition. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: ¿as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, used warm water and mild soap.¿ section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults and driveline communication faults, and the recommended actions associated with these emergencies. Heartmate 3 lvas patient handbook, section 4¿ living with the heartmate iii¿ and contains information regarding how to clean and care for the driveline. This section instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: driveline communication fault alarms were previously reported under MFR # 2916596-2023-06478. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient contacted the hospital due to a power fault alarm on their system controller. Log files were reviewed, and the power fault alarm was confirmed, as well as a still existing driveline communication fault alarm. The power fault alarm was cleared but returned fast. The modular cable was exchanged and inspected for corrosion. The controller was exchanged as well. After the exchange the driveline communication fault alarm returned immediately. The power fault alarm would be observed.